Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was unknown. The customer reported that their blood glucose was rising up and they found that the basal rate was not set up. The blood glucose level at the time of the event was 350 mg/dl. Troubleshooting was not performed. The insulin pump will not be returned for analysis.